Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6)

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. It was reported that the pump emitted multiple cs 052 call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/03/2015 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump¿s black box data and alarm history showed several consecutive cs054/cs052 call service alarms were emitted. The rewind, load, prime sequence was performed successfully and the pump was exercised for 24 hours with no alarms occurring. The pump¿s cover was removed and no intermittent condition was found to the pcb or to the cgm module. The complaint of a call service alarm issue was shown in the pump history but was not duplicated during testing. Unrelated to the complaint, investigation revealed that the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.